Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The customer attempted to resolve the issue by replacing the cartridge.